Manufacturer narrative:
(B)(4). (B)(4) - against resistance. The device has been received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the target lesion was located in the mid left superficial femoral artery (sfa) with heavy calcification. During advancement of the balance middleweight (bmw) guide wire, while trying to push with slight force over the stenosis, the guide wire separated at the hypotube area. The proximal section of the guide wire was removed by easily retracting it. The separated portion of the guide wire was successfully retrieved with a snare and nothing remained in the patient anatomy. The treatment proceeded with a pilot guide wire and after pre-dilations with several non-abbott balloons, a 6.0 x 15 mm non-abbott stent was placed with success. The result was very satisfactory. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted the hi torque guide wire instructions for use states: if resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Do not push, auger, withdraw or torque a guide wire that meets resistance. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality deficiency.